Event description:
It was reported that the patient was able to feel her device flipping but the flip was not confirmed at the time of the report. The implantable neurostimulator (ins) was currently in a discharged state. The patient charged the ins for three to four hours at a time but had no coupling bars. The battery was revised on (B)(6). The patient was charging and receiving therapy.

Event description:
Additional information received reported the patient had a procedure in the beginning of june to revise the pocket because of a flipped battery. The patient was able to charge the ins following the surgery and was able to get 8 coupling bars. The revision to correct the flip had taken place in the beginning of june 2015 and they were notified the day of the report.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).